Event description:
Pride received info from a dealer alleging an end user was seated in their powerchair smoking a cigarette in a smoking lounge at an assisted living center when their cigarette caused a small fire which caused them injury resulting in their death.